Event description:
This case was created based on product return. Information regarding reason this fiber was returned to the manufacturer is not available. No patient or user injury was reported. No further information provided.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the connector is detached and returned; the proximal end of the fiber blue outer sheath shows signs of burn; the proximal end of the glass fiber is blackened for the last 12 mm; the glass fiber is fractured but still within the blue outer sheath at 12 mm from the proximal end of the fiber; the distal fiber tip is broken and extends 2 mm from the blue outer sheath; the distal glass fiber tip shows signs of devitrification; the last 4 mm of the blue outer sheath distal part shows black marks; total length of the fiber is 11 ft 8½ inches. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excess bending; product insert cautions against sharp bending.